Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was detached from the connector and the device failed the temperature assessment (actual reading: 128.9 degrees fahrenheit at 10 minutes ) seconds; specification >118 degrees fahrenheit at 10 minutes ) and the noise assessment (actual reading: 77.8 dba; specification: >76 dba). Therefore, the reported condition was confirmed. It was determined that the bearings were corroded and the flex circuit potting was cracked. It was determined that the device failed temperature and noise assessments due to corroded bearings from normal use and servicing. It was determined that the detached cord was caused by pulling on the device with excessive force, which is user error. The assignable root causes were determined to be due to normal wear and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cord on the motor device detached from the power supply. During in-house engineering evaluation, it was observed that the device failed the temperature and noise assessments. It was reported that this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.